Event description:
During an atrial fibrillation (afib) procedure, it was reported catheter's 9th and 10th electrode did not have signal. The issue was resolved after the catheter was replaced. The procedure was completed without any patient's consequence. This event was reported on (B)(4) 2013. This catheter was received on (B)(4) 2013 for further analysis. Upon receipt, the catheter was visually inspected. It was found that ring #10 was twisted and torn off from the original position with lead wire exposed. Ring #9 was squashed and damaged with pu margin pulled away from edge of ring. Ring #8 had the spine twisted and wrinkled. Ring #2 was damaged and sharp with foreign material underneath the ring. Due to the condition of the catheter this event is now a MDR reportable event. Alert date was reset to (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure it was reported catheter¿s 9th and 10th electrode did not have signal. The issue was resolved after the catheter was replaced. The procedure was completed without any patient¿s consequence. This event was reported on (B)(4) 2013. This catheter was received on (B)(4) 2013 for further analysis. Upon receipt, the catheter was visually inspected. It was found that ring #10 was twisted and torn off from the original position with lead wire exposed. Ring #9 was squashed and damaged with pu margin pulled away from edge of ring. Ring #8 had the spine twisted and wrinkled. Ring #2 was damaged and sharp with foreign material underneath the ring. Due to the condition of the catheter this event is now a MDR reportable event. Upon receipt, the device was visually inspected and it was found that ring #10 was twisted and torn off about 2.2 mm from pu margins with lead wires exposed. The spine cover has been torn and lead wires were exposed and one was found broken; ring #9 was found squashed and damaged with pu margin pulled away from edge of ring on the proximal side; ring #8 had the spine twisted and wrinkled; and ring #2 was damaged with foreign material underneath. This damage condition was not reported on the original complaint. An ftir analysis was not able to be performed due the foreign particle was too small and the laboratory could not isolate a feasible sample material. The catheter was electrically tested. The catheter failed the electrical test due to the physical damage. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer¿s complaint cannot be confirmed. An internal corrective action was created to address the ring damage/foreign material issue.